Event description:
During the process of following up on the event, the manufacturer's device registry indicated that the patient had passed away on (B)(6) 2012. Further follow up reported that the patient's cause was copd, coronary artery disease, and chronic renal failure. The death was not considered to be related to the implantable neurostimulator device system. Multiple attempts at contacting the patient's healthcare professional regarding the patient's death were unsuccessful. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported, the patient had a urinary tract infection and was currently in an assisted living facility. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 399930 lot# v043269, implanted: 2007 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).